Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "developed blister bilaterally (ulcer) & was in the hospital for 3 days with wounds". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation.